Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the proximal right coronary artery (rca). The 4.50x20mm veriflex stent dislodged from the stent delivery balloon. The physician still had the wire in and was able to use another balloon to deploy the dislodged stent. The procedure was completed with this device. No patient complications were reported and patient status was reported as ok. Additional information was requested, but not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte (mr) stent delivery system (sds) with no stent or other devices. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined that the stent was no longer present on the sds and the tip was damaged. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was received in a loosely folded condition with positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the proximal right coronary artery (rca). The 4.50x20mm veriflex stent dislodged from the stent delivery balloon. The physician still had the wire in and was able to use another balloon to deploy the dislodged stent. The procedure was completed with this device. No patient complications were reported and patient status was reported as ok. Additional information was requested, but not available.